Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18650. It was reported the patient went to the emergency room due to experiencing shocking at the ipg site. The patient stated she felt the shocking approximately 10 times a day where the leads are connected into the ipg. The patient stated the site is sore and painful and she has turned her stimulation off. Patient denied any falls. The sjm representative met with the patient and diagnostic testing indicated impedance readings were within normal limits. The patient was reprogrammed and turned stimulation on and did not feel the shocking. X-rays are to be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.